Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet while simultaneously showing glucose values in the dexcom app, indicating a pairing failure limited to the ilet and consistent with intermittent communication failure possibly related to bluetooth components such as the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, as well as guided troubleshooting that involved toggling cgm settings, re-entering the pairing code, cycling bluetooth, and restarting the ilet. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, aligning with an intermittent communication failure and involving the electrical and magnetic/antenna component domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.